Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, there was no needle on the suture when it was opened out of the package. A new device was used to complete the case. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.